Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 125 compared to the lab's 256 mg/dl. Tests were done within 11-20 minutes. Patient reportedly felt "burning in the feet". However, patient did not allege any physical harm due to the issue. No further information has been reported.